Manufacturer narrative:
(B)(4). The customer returned an opened kit containing various components including a dilator/sheath assembly for evaluation. Visual examination revealed the sheath tip is damaged, frayed back, and starting to split along the score lines. This damage is consistent with undue force being applied to the tip. The rest of the sheath appeared as expected. The length of the sheath body measured to be 4.06" which is within specifications of 3.9375-4.0625" per product drawing. The returned catheter and dilator were able to pass through the returned sheath with minimal resistance. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit instructs the user to perform a skin wheal prior to dilating skin. The customer report of a damaged sheath tip was confirmed by complaint investigation. The returned sheath tip was frayed and split, consistent of damage caused by undue force. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the sample received, it was determined that unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Complaint description: a puncture is made in the left upper limb with an adequate return, when passing the guide and the dilator and when coming into contact with the skin, the dilator is bent, which prevents the procedure from being completed.

Manufacturer narrative:
(B)(4).

Event description:
Complaint description: a puncture is made in the left upper limb with an adequate return, when passing the guide and the dilator and when coming into contact with the skin, the dilator is bent, which prevents the procedure from being completed.